Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The customer¿s blood glucose was 197 mg/dl. Customer reported power error detected within 4hrs of troubleshoot the previous occurrence. The customer stated that the internal power source in the pump is unable to charge. Customer has previously called to report power error detected. The customer was advised and explained the troubleshooting. The insulin pump will be returned for analysis.